Manufacturer narrative:
Suture breakage malfunction events: 233, suture breakage devices returned: 405, manufacturing deficiency: 1. Needle breakage malfunction events: 73, needle breakage devices returned: 122, manufacturing deficiency: 6. Needle pull off malfunction events: 332, needle pull off devices returned: 583, manufacturing deficiency: 30. All devices labeled for single use; 0 devices reprocessed and re-used 0 remedial action . A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary.

Event description:
This report summarizes <noe> 638 </noe> malfunction events, including 589 initial events - 209 suture breakage, 68 needle breakage and 312 needle pull-off that occurred intraoperatively. It also summarizes 49 follow up malfunction events, including 24 suture breakage, 5 needle breakage and 20 needle pull-off that occurred intraoperatively.